Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings:  there were two occlusion alarms and motor issue alarms observed in the pump's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. Performed multiple load/step functions to exercise motor. No call service alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.